Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned with original packaging and the device has debris on it. Thread materials do appear to be frayed as if thread was broken no physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order. Device passed all functional test, device functioned as per manufacture spec. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed, factors that could have contributed to the reported event include excessive force or torsion during use, use of sharp instruments near the device tip, or twisting of the tip that could lead to the needle cutting across the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that during a mbo surgery, the thread of the dynomite broke while the knot was being made. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.